Event description:
The customer reported that on 12/10/1997 vasoseal was used. During deployment of first collagen plug, the physician met with resistance but continued deployment. After deployment of second collagen plug, the physician noticed the sheath had separated from the hub. The sheath was removed from pt's tissue tract.